Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 670 mg/dl at the time of incident and current blood glucose value was 378 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. The customer experienced symptoms such as nausea and thirsty. The insulin pump will be returned for analysis.